Event description:
It was reported that the right ventricular (rv) lead impedances were steadily rising and out of range for both coils. It was also noted that the rv defib alert went off. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor fractured. The defib conductor was distorted. There was blood/body fluid outer tubing overlay and in/on helix mechanism (sleeve head). Outer tubing overlay melted and breached (non electrical). Inner insulation bilumen tubing voids. Partial lead in segments returned and analyzed.